Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: asymmetry issue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old african american female patient who underwent a breast augmentation primary with a mentor memorygel, 225c on the left and unknown mentor silicone on the right side, breast implant, experienced left-sided capsular contracture grade iii, bilateral areola asymmetry and areola malposition postoperative. The matter was diagnosed through patients symptoms. As a result, patient underwent bilateral areola revision, bilateral inframammary shin excision, left side capsulectomy, and unilateral of left-side replacement with cat#:3502004bc, sn#: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.